Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 148 mg/dl but her blood glucose was 473 mg/dl. Customer stated she has been having this issue for the past 3 weeks. Sensor's age was 5 days and 23 hours. Troubleshooting was performed and the customer was advised to change the sensor.